Event description:
Customer reported that the pump was not accurately displaying insulin information. There was no adverse impact to the customer's blood glucose level. Since the customer declined further follow-up and was out of warranty, they were in the process of obtaining a new device.